Event description:
It was reported that the customer had a button error alarm and a displayable history check failed on startup alarm on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump also had a cracked case at the display window corner, and a cracked reservoir tube lip. An alarm was found in the history due to a corrupted history file.